Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported the pump exposed to moisture and it is not working. The customer stated that the crack on the pump, flashing medtronic logo, and critical pump error. The customer reported a blood glucose value of 600 mg/dl. The customer experienced hyperglycemia. The event involved product(s) mmt-332a, mmt-399a, and mmt-1880. Troubleshooting was performed for the fluid in pump but there is no visible fluid in pump. Pump did not pass selftest. Troubleshooting was performed for the flashing medtronic logo, critical pump error/ and the serialized device be replaced. Troubleshooting was performed for the labeling issue, the product labels reported as missing, removed, worn, faded, or damaged following usage. Troubleshooting was not performed for the high blood glucose. It was unknown whether the customer was using the pump within 48 hours before the event and whether the auto mode feature was active or not at the time of the event. No further patient complications were reported. No product return is required for mmt-332a. No product return is required for mmt-399a. The customer was instructed to discontinue device use and revert to the backup plan with the health care professional's instructions. Mmt-1880 was requested, and the customer's response was that the device would be returned.

Manufacturer narrative:
P-cap locked in place properly during testing. Unit was received with corroded battery tube. After battery installation unit gave a flashing medtronic logo. Unable to retrieve unit's download history files and traces using thump and unable to upload unit to carelink due to corrupted files from flashing medtronic logo. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to flashing medtronic logo. Proceeded by cutting unit open and performing visual inspection of connectors and electronic assembly. During deconstructive analysis, corroded keypad flex connector gold traces were noted. Corrosion was also noted on the keypad connector on the electronic stack and on the electronic assembly. Flashing medtronic logo was due to corroded electronic assembly. Unit was also received with: cracked case-corner of belt clip rails, cracked case (battery tube), battery tube threads - cracked, cracked case ¿ display window corner, cracked keypad overlay, label damage (faded), scratched case, and pillowing keypad overlay. In conclusion, customer's allegations of critical pump error (open book) were unknown due to unit powering on with flashing medtronic logo. However, customer's allegations of flashing medtronic logo, exposure to moisture, and crack on the pump were all confirmed when unit powered on with flashing medtronic logo due to corroded electronic assembly, from cracked case (battery tube), battery tube threads - cracked, and cracked case ¿ display window corner noted during visual inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.